Event description:
Nurse tried to prime a carr locke needle for injection during a procedure and the needle/tubing would not prime so they got another package and it worked. Lot 13326709; ref 00711811.